Manufacturer narrative:
The information given in the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 698 mg/dl at the time of the incident. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as dehydration, loss of bladder control, and unresponsiveness. The customer was wearing the insulin pump during the incident. The customer mentioned a no delivery alarm. The customer believes the pump was under delivering. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.